Event description:
During follow-up, decreased pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and insulation damage due on the ra lead due to subclavian crush was confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of low lead impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush damage breaching the inner and outer insulations distal to suture sleeve tie impression with fractured all filars of the outer coil. The cause of the reported events was due to damages to the outer and inner insulations exposing the coils due clavicular forces.